Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose level. The customer¿s blood glucose level was high and was treated with insulin pump and the customer¿s blood glucose level went down to 53 mg/dl. The customer was given juice to treat low blood glucose level. The customer¿s blood glucose level was 313 mg/dl and current blood glucose level was 77 mg/dl. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin exited. The troubleshooting could not be completed as the customer did not have time. The insulin pump will not be returned for analysis.